Event description:
We have experienced a total of 7 instances of the cadd solis pca pumps malfunctioning in the same fashion. The pumps are shutting off during a bolus dose of medication. It doesn't matter whether the bolus is initiated from the dose cord -patient- or from the clinician bolus option via the pump. No pt injury related to this. The pumps have been returned to smith medical. (B)(4).